Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that following a trial procedure, the patient was experiencing a lot of rib stimulation and pain even when the stimulation was turned off. It was also reported that there was a lead site discomfort with some new blood that appeared in the bandage. The patient underwent an early lead pull and physician also mentioned that one of the patients lead was pulled almost completely out.